Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, and dyspareunia. It was reported that patient underwent mini laparotomy with evacuation of retropubic/space of retzius hematoma on (B)(6) 2009 due to retropubic hematoma, persistent low-grade temp, s/p anterior mesh graft/mesh post op. Day #8. It was reported that patient underwent mesh removal on (B)(6) 2013 due to mesh erosion. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) /2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced stress urinary incontinence.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent anterior colporrhaphy with bilateral paravaginal defect repair and cystoscopy due to pop and sui. No additional information was provided.